Event description:
The internal battery does not last long enough. It lasts only for 45 minutes. There was no patient involved in the event. The ventilator provided audible low battery alarm prior to shut down. However, the user does not remember if it was appropriate timing for caregiver to take action before it shut down.

Manufacturer narrative:
Upon receipt, the ventilator will be sent to manufacturer/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please, note that there was no patient involved in the event.